Manufacturer narrative:
The investigation reviewed the customer's calibration results and determined the results were acceptable. The investigation reviewed the provided qc results, which were not from the date of the event, and the results were within acceptable ranges. The sample from the patient was requested for further investigation, but no samples were available. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys toxo igm results for one patient tested on a cobas 6000 e 601 module serial number 32l6-09. On (B)(6) 2022, the patient's initial elecsys toxo igm result was reported outside the laboratory. On (B)(6) 2022, the patient went to a reference center for further testing. On (B)(6) 2022, the patient had a new sample collected and the customer performed testing with the e 601 module. On (B)(6) 2022, the patient's initial elecsys toxo igm result was positive. The specific value was requested but not provided. On (B)(6) 2022, the patient's toxo igm result at the reference center and by "cmia" methodology was negative. On (B)(6) 2022, the patient's elecsys toxo igm result was 5.7 coi positive.